Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received random unexplained no delivery alarms. The user stated they have experienced sticky/hard to press buttons, a dull screen, and dimmed back light. Blood glucose level at the time of the incident was unknown. Troubleshooting was not completed as the customer declined transfer to the 24 hour helpline. No further details provided. The insulin pump will not be returned for analysis.